Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash. The patient's doctor gave the patient a steroid shot and instructed the patient to not to wear the device until rash improves. Follow up indicated that the patient reported that the irritation was cleared.